Event description:
During a laparoscopic gastric bypass procedure, the blade had become disconnected from its mechanical linkage. There was no eror indication from the generator. The case was completed with another device of the same product code. There was no reported pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.